Event description:
It was reported that after the pocket was closed, it was noted on fluoroscopy that atrial lead appeared to be in a different position. Interrogation revealed that the p waves were decreased from over 2 mv to 0.15-0.3 mv and atrial threshold was greater than 3v. The patient was still prepped and draped and on the or table. The pocket was opened and atrial lead repositioned without difficulty. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: addr01 implantable pulse generator (ipg) 2013 (B)(6); 4092-52 implantable pacing lead 2013 (B)(6). (B)(4).